Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the touch screen, processor board and cables. Subsequent functional testing did not identify further issues and the unit was returned to operation. Further investigation of the touch screen was not possible, as the device was lost in transit. As an investigation could not be performed, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device lost in transit.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the display panel for the s5 mast roller pump is displaying the error "graphic display failure pump 1." There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the display panel for the s5 mast roller pump is displaying the error "graphic display failure pump 1." There was no patient involvement.